Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's multigas module, adjusting power supplies and calibration. Unit was safety tested to factory's specifications.